Event description:
Tip of endowrist force bipolar came off the bipolar inside the patient while procedure was ongoing, instrument number (B)(4). There four uses left on the equipment. Tip was retrieved by surgeon. No harm to the patient.